Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was 145 mg/dl. System check with tandem technical support (cts) indicated that the blockage was located in the tubing; however, customer was using fiasp insulin. Cts educated the customer on insulin labeling. Customer acknowledged. Reportedly, the customer completed an infusion set change and continued to use the pump for insulin therapy.